Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with cracked right plunger case and bottom case. Event log history was performed and indicated that "motor rate error" was recorded in history. During analysis, motor rate error was found during occlusion test. It was noted that combination of leadscrew and clutch halves was the cause of the reported issue. Service replaced leadscrew and clutch halves, cleaned and greased the whole motor assembly to correct the reported issue. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during bench testing, a smiths medical medfusion pump exhibited motor rater error. No patient was involved in this event. No adverse effects were reported.